Event description:
Reporter alleged, he was obtaining high blood glucose values and was not experiencing any hyperglycemic symptoms so he went to the doctor to have glucose levels tested. Reporter stated his advantage system read 199 mg/dl compared to the doctor's lab measurement of 101 mg/dl, when testing was performed within 5 minutes. No actions were reported taken or treatment received. A request was made for the return of the suspect device and placement product was sent.